Manufacturer narrative:
The device involved in this event will not be returned for evaluation and remains implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent. In the mid of (B)(6) 2018, the proximal portion of the main body had been pushed and deformed by blood pressure as detected by CT. The physician elected to treat the patient by ballooning the proximal portion of the main body and implanting an excluder extension device on an unknown date. The patient was discharged as symptoms were improved with a good outcome. The physician feels that the reported formation was due to the lack of a cuff. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of invagination due to a lack of relevant imaging to review. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined the final patient status was reported to be discharged after successful secondary endovascular procedure. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: conclusion code - remove 11.